Event description:
Customer reported that she had high blood glucose of 217 mg/dl due to her reservoir was leaking from the o-rings into the insulin pump reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.